Manufacturer narrative:
Product complaint # (B)(4). Date sent: 12/31/2019. Batch # p57v0u. Device evaluation summary: the analysis results found that the cdh33a device arrived with the knife damaged, the breakaway washer was present and with an off-center cut. The device was reloaded with staples and the device was tested for functionality and it fired. The staple line was complete; however, the washer cut was not complete due to the damaged knife, resulting in some staples were not properly formed on this area. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the endoscopic resection of low rectal cancer surgery, when severing rectum tissue , after fired, noted all staples malformed with irregular shape (with straight leg). Washer was cut off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.